Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment of a burning smell and smoke emitted from the power supply area when turned on. It was noted that the printer drawer was missing side latch. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to interrogation, the programmer was discovered to be emitting smoke from the electrical port at the rear of the device. A burning smell was also noted, and the device was immediately unplugged and removed from the room. The device returned into service. No patient complications have been reported as a result of this event.